Manufacturer narrative:
Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. During a post-operative examination, the patient complained of their near vision not being clear and their vision overall is fuzzy with shadows. The patient had trouble driving at night due to halos. Reportedly the directions for use were followed. The iol was explanted and replaced with a non-johnson and johnson lens, model etn500 +21.5. The patient¿s best corrected visual acuity (bscva) pre-operative was 20/30 and post-operative was 20/25 +1. There was no incision enlargement, vitrectomy, sutures, or delay in procedure. No medication outside the standard of care. The patient has fully recovered. No further information is available regarding this event.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 19, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The lens was visually inspected revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.